Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during review of the device's history log. The device was put through extensive troubleshooting which included incoming testing, stress testing functional testing without duplicating the report. An internal inspection of device did not yield any discrepancies. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "compressor fault - 2001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.